Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested but not received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Event description:
Additional information indicates that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Final analysis, however, found an abnormal transient battery voltage drop consistent with li deposit in the battery. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.